Manufacturer narrative:
Cord of pad was found to be between the head of the bed and the wall, and the head of the bed was pushed up against the wall, causing the cord to be pinched which is abuse and a direct violation of the warning and instructions provided. Pad was not in use, but was plugged in to the outlet which is abuse of the product and a direct violation of the warnings and instructions provided. This incident is direct result of misuse/abuse of the product.

Event description:
Consumer claims unit was on bed and not in use when it caught fire and damaged her home. No injuries were reported with this incident.